Manufacturer narrative:
Other applicable components are: product ID: 8870, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 8840 serial# unknown product type programmer, physician device code (B)(4) longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was receiving compounded baclofen 810 mcg/ml at 3002.5 mcg/day, bupivacaine 27000 mcg/ml at 100083 mcg/day, clonidine 945 mcg/ml at 3502.91 mcg/day, and dilaudid 4586 mcg/ml at 16999.3 mcg/ml and ketamine 1619 mcg/ml at 6001.3 mcg/day via an implantable pump. It was reported that the patient came into the ER (emergency room) on friday(B)(6)2017. The patient had been found unresponsive and brought to the ER (emergency room). Per the physician, it appeared that a programming error had occurred and that the patient had been overdosed with medication. Per the reporter since then it had been confirmed that a programming error did take place at the patient¿s refill appointment. The patient¿s refill had taken place on (B)(6)2017. Per the company representative the diagnostics and troubleshooting performed was the pump as interrogated and placed at minimum rate. The pump was decreased 99.8% to minimum rate. It was unknown if the issue was resolved at the time of the event. Surgical intervention did not occur and it was unknown if surgical intervention was planned. The patient¿s status was noted as alive, no injury. No further patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving clonidine, bupivacaine, ketamine, baclofen (unknown) and dilaudid, at an unknown concentration, dose and frequency via intrathecal drug delivery pump for non-malignant pain and radicular pain syndrome (radiculopathies). It was reported that the patient had a refill the day before this report and had been getting "10 fold" her prescribed dose. The reporter stated that she did not have any information on what happened in the refill to cause overdose symptoms. The reporter stated that after the refill the patient's legs became numb and the patient came to her unresponsive. The reporter stated that the patient had a seizure and was intubated in the intensive care unit. This was reported as a sudden change in therapy/symptoms. The reporter stated that the pump had been programmed to minimum rate mode for last 3-4 hours from the time of this report. The reporter wanted to know the time frame for the medication to clear from the system and what the benefit of aspirating cerebrospinal fluid through the catheter access port (cap) would be. The technical service specialist (tss) reviewed that they did not have any information on the off-label mixture that was in the patient's pump. The tss explained that if they felt the patient could not get the medication at the minimum mode rate, aspirating the cap would be beneficial. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that surgical intervention was not planned. It was reported that the patient's weight at the time of the event was unknown. It was reported that the patient's medical history was not relevant to the event. It was reported that the serial number of the 8840 physician programmer used at the patient's refill was (B)(4). It was reported that the dose per day was entered incorrectly: it should have been 10,000 and was entered as 100,000 mcg/day. No further complications were reported.